Event description:
The report stated that the device jaws locked shut. Additional information from the site indicated that although the device was locked on tissue, the surgeon was able to open the device without bleeding, oozing or damage to tissue. The incident device was returned and open evaluation on 08/14/2008, a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
The knife protruding from the jaws of the device was inspected and it was found that the webbings were bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise, the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw design to increase the blade retention within the jaws of the hand piece. The returned device was manufactured before these changes were implemented.